Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via phone call that she was unsure if the insulin pump was delivering enough insulin to her granddaughter. The patient's blood glucose reached a high of 472 mg/dl at midnight. The grandmother was unsure as to why the blood glucose was so high; she guesses that it was the flu shot or the granddaughter had eaten something without telling her. Otherwise, the grandmother stated that the granddaughter was doing well and also has an upcoming doctor's appointment. Transfer to the 24 hour product helpline was declined. No products were shipped or returned.